Event description:
The following has been reported by customer: the user initially reported that the device was not charging despite being connected to a power outlet and was displaying error code 001. Upon evaluation by a fresenius kabi engineer on 12-may-2026, it was determined that the failure was caused by a defective power board. The power board was replaced, and subsequent functional and quality control tests were performed. After these tests, the device was confirmed to be fully operational and ready for use. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.